Event description:
It was reported that this right atrial (ra) lead exhibited a behavior of loss of capture (loc), but it was not conclusive. Technical services (ts) recommended further evaluation. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).